Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that her infusion sets are detaching. The customer states that she inserts and her pants touch the tubing and it detaches. The customer states that she has high blood sugar and ketones and will be going to the hospital. But then decided later that she will try and treat her high blood sugar herself or go to a clinic instead of the hospital. The customer states that on (B)(6) 2017 her blood sugar started going high and bolusing was not helping due to detachment so she started giving herself injections. Troubleshooting was performed. The customer's blood sugar is 497 mg/dl.